Event description:
It was reported that the heart wire was removed due to no atrial capture. A fracture in the wire was suspected. The wire was replaced without reported adverse effect to the patient. The surgeon admits the possibility of damaging the wire during surgery.

Manufacturer narrative:
Analysis of the actual returned product has not been completed; however, an evaluation of a photograph of the returned product confirms that the wire is severely damaged, which could lead to the lack of atrial capture as reported. During manfufacture, the wires are 100% tested mechanically and electrically for performance. They are inspected visually both prior to and after sterilization. This particular lot of product met all specifications for release to distribution, with no damage noted to the wire. Conclusion: we are unable to determine an exact cause of the wire damage, but the user interface contributed to the event, with the surgeon acknowledging that damage to the wire may have occurred during the procedure.